Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not turn back on. A field service engineer (fse) disconnected pyxibus from each auxiliary drawer one at a time, after which the unit was able to power on, isolating the issue to drawers 7.1 and 7.2. Further the fse replaced the drawer controller board and pyxibus module controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline. A station reboot was performed, and the customer confirmed that both the network cable and power cable were securely connected. The customer reported that they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.